Manufacturer narrative:
MDR 3003442380-2024-01316 - device 2 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 11-apr-2024, it was reported that on (B)(6) 2024, the customer that 2 times infusion set cannula was bent. Within 3 or more hours of abdomen insertion customer noticed symptoms. At the time of issue blood glucose was 400 mg/dl. She replaced infusion set and resumed insulin successfully. Unomedical do not see bent as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available